Event description:
Received a report from a consumer indicating, she sought a medical examination after experiencing a foul odor approximately two weeks after the end of her last menses. Consumer advised the doctor removed a small piece of a tampon pledget.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.